Manufacturer narrative:
The patient has medical history of hypertension, previous mi and previous pci. The index procedure was prompted by unstable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint stent was implanted in lad. Approximately 44 months post procedure patient suffered acute heart failure and died. The investigator assessed the event as not related to the index device or the anti-platelet medication. Death event was classified as cardiac death.